Event description:
It was reported that a clearlink system continu-flo solution set leaked from the connection hub closest to the patient. This occurred during intravenous (IV) hydration with multivitamins. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Pressure and clear passage under water testing was performed with no defects noted. The sets were primed with a bag of sterile water and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.